Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. After the new pacemaker was implanted, lead testing showed that intermittent noise artifacts were observed on the right ventricular (rv) lead. The physician elected to continue to monitor the lead. No intervention was performed. The patient was in stable condition throughout.